Event description:
As reported, the balloon of a 6/7f mynxgrip vascular closure device (vcd) would not deflate when pulling negative on the syringe. The physician placed the device aside to send back for inspection and asked for another device out of the same box which worked fine and the close was successful. There was no reported patient injury. The device was stored per instructions for use (IFU) and opened in a sterile field. There was no visible damage to the device or its packaging. A groin shot was taken and confirmed the unknown sheath placement was good to use a mynx, one was opened to prep prior to deployment. Upon prepping the device per IFU with a 3cc of standard saline, the physician noticed that the balloon inflated fine, and the inflation indicator popped out. He went to pull negative on the syringe to deflate the balloon and the balloon would not deflate. The procedure was a peripheral procedure. The physician was trained in the device. Other procedural details were requested but are unknown, unavailable, not answered, or not applicable. The device will be returned for evaluation.

Manufacturer narrative:
Complaint conclusion: as reported, the balloon of a 6/7f mynxgrip vascular closure device (vcd) would not deflate when pulling negative on the syringe. The physician placed the device aside to send back for inspection and asked for another device out of the same box, which worked fine and the close was successful. There was no reported patient injury. The device was stored per instructions for use (IFU) and opened in a sterile field. There was no visible damage to the device or its packaging. A groin shot was taken and confirmed the unknown sheath placement was good to use a mynx, one was opened to prep prior to deployment. Upon prepping the device per the IFU with a 3cc of standard saline, the physician noticed that the balloon inflated fine, and the inflation indicator popped out. He went to pull negative on the syringe to deflate the balloon and the balloon would not deflate. The procedure was a peripheral procedure. The physician was trained in the device. Other procedural details were requested but are unknown, unavailable, not answered, or not applicable. A non-sterile mynxgrip vascular closure device involved in the reported complaint was returned for investigation. Visual inspection of the received device showed that the shuttle cartridge was disengaged from the black handle, the stopcock was observed open, and the sealant and the advancer tube were observed to have remained in the manufacturing position as received. In addition, the balloon was observed fully deflated. The procedural sheath was not returned with the device and the syringe was noted connected to the device. A leak testing was performed on the balloon of the returned device and there was no leak found in the balloon. Pressure was maintained with proper functioning of the inflation indicator per the mynxgrip instructions for use (IFU). Additionally, after the leak test, the balloon was able to deflate completely. Visual inspection at high magnification revealed that there was no residual fluid in the balloon of the returned device as received. After the leak test, the balloon was completely deflated. A product history record (phr) review of lot f2231203 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon-deflation difficulty-during prep¿ was not confirmed since the returned device passed functional analysis. The exact cause of the deflation issue experienced by the customer could not be determined. Based on the information available for review and product analysis, it is not possible to determine what factors may have contributed to the deflation issue reported, especially since the returned device passed functional analysis and there was no residual fluid found in the balloon. According to the IFU during the prepare balloon step, which is not intended as a mitigation, ¿fill locking syringe with 2 to 3 ml of sterile saline, attach to stopcock and draw vacuum. Check luer connector and tighten if necessary. Inflate the balloon until the black marker on the inflation indicator is fully visible. Check for leaks in the balloon and syringe connector; retighten if necessary. Discard the device if the balloon does not maintain pressure. Check for air bubbles in the balloon. If air bubbles are visible, deflate the balloon, draw vacuum to remove bubbles and re-inflate.¿ neither the phr review nor the product analysis suggests that the issue experienced by the customer could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Event description:
As reported, the balloon of a 6/7f mynxgrip vascular closure device (vcd) would not deflate when pulling negative on the syringe. The physician placed the device aside to send back for inspection and asked for another device out of the same box which worked fine and the close was successful. There was no reported patient injury. The device was stored per instructions for use (IFU) and opened in a sterile field. There was no visible damage to the device or its packaging. A groin shot was taken and confirmed the unknown sheath placement was good to use a mynx, one was opened to prep prior to deployment. Upon prepping the device per IFU with a 3cc of standard saline, the physician noticed that the balloon inflated fine, and the inflation indicator popped out. He went to pull negative on the syringe to deflate the balloon and the balloon would not deflate. The procedure was a peripheral procedure. The physician was trained in the device. Other procedural details were requested but are unknown, unavailable, not answered, or not applicable. The device will be returned for evaluation.

Manufacturer narrative:
A review of the manufacturing documentation associated with lot f2231203 presented no issues during the manufacturing process that can be related to the reported event. This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
Manufacturing date obtained. After further review of additional information received the following sections have been updated accordingly: g3, g6, h1, h2, h3, h6, and h10. This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the balloon of a 6/7f mynxgrip vascular closure device (vcd) would not deflate when pulling negative on the syringe. The physician placed the device aside to send back for inspection and asked for another device out of the same box which worked fine and the close was successful. There was no reported patient injury. The device was stored per instructions for use (IFU) and opened in a sterile field. There was no visible damage to the device or its packaging. A groin shot was taken and confirmed the unknown sheath placement was good to use a mynx, one was opened to prep prior to deployment. Upon prepping the device per IFU with a 3cc of standard saline, the physician noticed that the balloon inflated fine, and the inflation indicator popped out. He went to pull negative on the syringe to deflate the balloon and the balloon would not deflate. The procedure was a peripheral procedure. The physician was trained in the device. Other procedural details were requested but are unknown, unavailable, not answered, or not applicable. The device will be returned for evaluation.

Manufacturer narrative:
The product history review is expected but has not been completed. This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the balloon of a 6/7f mynxgrip vascular closure device (vcd) would not deflate when pulling negative on the syringe. The physician placed the device aside to send back for inspection and asked for another device out of the same box which worked fine and the close was successful. There was no reported patient injury. The device was stored per instructions for use (IFU) and opened in a sterile field. There was no visible damage to the device or its packaging. A groin shot was taken and confirmed the unknown sheath placement was good to use a mynx, one was opened to prep prior to deployment. Upon prepping the device per IFU with a 3cc of standard saline, the physician noticed that the balloon inflated fine, and the inflation indicator popped out. He went to pull negative on the syringe to deflate the balloon and the balloon would not deflate. The procedure was a peripheral procedure. The physician was trained in the device. Other procedural details were requested but are unknown, unavailable, not answered, or not applicable. The device will be returned for evaluation.